Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, a cracked display window, cracked battery tube threads and a cracked reservoir tube lip. No audio anomaly was noted.

Event description:
It was reported the insulin pump had a crack on the insulin pump which was making it hard to read. Customer's blood glucose was 250 mg/dl. The device beeps and makes noises but the display was unreadable. Customer's mother was unsure of what caused the damage. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.